Event description:
The customer provided feedback that the sealing of the blood collection puncture needle with needle holder is not good, so it is not possible to draw blood well, resulting in an unacceptable sample. The customer has not provided any other information, photos, or samples at the moment.

Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, more information is needed for the root cause determination.